Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. Did not note any presence of previous moisture or corrosion on the electronic assembly inside the case. Unable to upload/download due to a problem associated with the electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had an broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 81 mg/dl at the time of the incident. Customer states that alarm allowed her to press the ok button and select it but it kept alerting critical pump error. Customer states they are not able to rewind the pump. Customer states pump was not exposed to a high magnetic field. The insulin pump will be returned for analysis.